Event description:
A report was received via FDA's medical products reporting program that a pt experienced viral keratitis while using renu with moistureloc multi-purpose solution. The pt reported that she began use of renu with moistureloc two months in 2006. The following month, she went to her eye dr for her routine annual exam. She was informed at this visit that she had viral keratitis in the left eye and her cornea was damaged all the way through. The dr explained it was cloudiness and prescribed unspecified antibiotics. The keratitis resolved by her next follow-up appointment, but she was informed the cloudiness was permanent. The pt noted there was no record of this problem in her previous exams. The pt permanently discontinued use of renu with moistureloc.

Manufacturer narrative:
The lot number provided, g15069, is an invalid lot number. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.